Event description:
Per the clinic, the device was explanted on (B)(6) 2020, due to the patient requiring regular MRI scans for a medical condition. The patient was reimplanted with a new device during the same surgery.